Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the endotracheal tube test, it was found that the balloon was leaking. The device was replaced.